Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The customer was at a flow of 5.331pm with 3120rpms on the rotaflow. Patient temp was venous 36.0c and arterial 37.6c inline bmu40. Pao2 was 164. Fio2 was set to 100% and sweep rate was 3.01pm on the blender. Customer did not feel this was a sufficient pao2 for the given flow and gas settings.